Event description:
The medical staff thought the pt had a (gastrointestinal) bleeding in the stomach so they were checking for this during an upper esophagogastroduodenoscopy (egd) procedure. The pt did not have a bleed, but the medical staff decided to clip a site located in the stomach anyway. A cook instinct endoscopic hemoclip was used. The clip was attached to the tissue site but would not release from the catheter (of the clip deployment device). The clip could not be reopened. They eventually got the clip to release. See MDR 1037905-2013-00452. The second cook instinct endoscopic hemoclip worked perfectly. The third cook instinct endoscopic hemoclip was attached to the tissue on a vessel but would not release from the catheter (of the clip deployment device). The clip could not be reopened. The clip was ripped off which created tearing of the vessel. The medical facility is not sure if the physician heard the handle break (drive wire disconnected from handle) and then pulled (the clip away from the tissue) because the clip wouldn't come off (release from the deployment device). When the clip was pulled off, the vessel was underneath and bleeding occurred. See MDR 1037905-2013-00453. No part of the device remained inside the pt's body. The first clip had difficulty but released from the catheter (see MDR 1037905-2013-00452). Due to the performance of the last clip (see MDR 1037905-2013-00453), the pt was transferred to interventional radiology (ir) for an embolization coil to stop the bleed.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was bowed indicating proper assembly of the securing component. The handle spool was disassembled to verify the condition of the securing tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly. Using hemostats to grasp the drive wire, the clip was opened and closed. A slight increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a maximum retroflexed positon to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined, and determined that the drive wire was correctly mfg. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy clip, pull handel spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and fourth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.